Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of pain, squeaking, grinding, elevated ion levels and metallosis. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.